Event description:
The loaner core impaction drill was returned to service and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
The loaner device was returned to us as a result of the account receiving their repaired device. The product will not be returned to the customer.